Event description:
It was reported that the burr was stuck with the rotawire. A 1.50mm rotalink burr along with a rotawire were selected for use. During the procedure, it was noted that the rotalink burr could not advance along the rotawire and became stuck on the rotawire. The handshake connection was also unable to be separated. The two needed to be replaced together as they worked as a kit. The rotational atherectomy portions of the procedure was cancelled, other treatments were processed as scheduled. There were no patient complications reported and the patient was stable.

Event description:
It was reported that the burr was stuck with the rotawire and the procedure was cancelled. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr could not advance along the rotawire and the connection was unable to be separated. The two needed to be replaced together as they worked as a kit. Due to the event, the procedure was not completed. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, burr, annulus, and coil were microscopically and visually examined. Inspection of the device that excessive blood was present within the sheath. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with severe resistance but was not able to be reinserted due to the excessive blood within the sheath. Additionally, a kink was identified in the rotawire and was likely a contributing factor to the difficulties reinserting the wire. Product analysis confirmed the reported events, as the returned rotawire was kinked and the excessive blood was present within the sheath. The kinked rotawire and blood within the sheath created severe resistance during removal of the returned rotawire, and prevented the returned rotawire from being reinserted.